Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving 2250 mcg/ml baclofe n at a dose of 2301.9 mcg/day and 1.5 mg/ml morphine at a dose of 1.5346 mg/day via an implantable pump for intractable spasticity and spinal cord injury/spinal cord disease. It was reported that the husband was concerned that his wife was being overdosed. He verbalized confusion about oral mess given by the nurse and himself. The patient had a spinal cord stimulator (scs) implanted on (B)(6) 2016. The pump was decreased 20% to appease the emergency room healthcare provider (hcp) and the patient was given narcan. The patient improved and was discharged. The patient had a drug change on (B)(6) 2016 and a bridge bolus was done that day. The representative saw the patient on (B)(6) 2016 and they looked fine. On (B)(6) 2016, the patient became unresponsive and was admitted to the hospital. The managing hcp did not believe this had anything to do with the pump. The patient was in the hospital and the husband was complaining of the same symptoms. The pump continued to not be related to the events, but the husband was requesting that the morphine be removed. The issue was not resolved and the patient status was alive with no injury. On 2016-nov-09, the representative provided the session printout. The elective replacement indicator was at 20 months. The daily dose was decrease by 20% (1841.5 mcg/day for baclofen and 1.2277 mg/day morphine). The managing hcp did not believe this was related to the pump. The cause was unknown and the patient was being monitored at the hospital.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.